Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging. The patient was doing well postoperatively. The explanted device will not be returned per facility protocol.